Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure(event) observed during analysis. Analysis found an intermittent sensing anomaly during cardiac simulation testing of device. The failure mode was lost during further testing of the high voltage output circuitry.

Event description:
This report is to advise of an event observed during analysis.